Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a pt, the unit displayed an "autofill failure" message, and they were unable to obtain a pressure waveform. Another unit was used to inititate therapy on the pt.